Event description:
The radiation therapist was watching the pt on the monitor when the pt turned and rolled off the table. A medical physician examined the pt for a laceration on her chin, which required stitches. In addition, a CT scan was taken of the pt's head to rule out trauma due to the fall. There are no reports of further injury due to the fall, however, the CT scan showed brain metastasis. Varian has been informed that the pt is no longer continuing radiation treatment and has been admitted to the hospice program.

Manufacturer narrative:
There was no allegation of equipment or software malfunction or device defect from this particular site. The varian service representative was called to the site to inspect the machines kvd arm, which had been bumped when the pt rolled off the table. The wrist mechanical axis was re-calibrated, and returned to working condition. No additional info on the pt's condition has been reported. No additional follow-up to this MDR is expected.